Manufacturer narrative:
The technician reported that the head section was stuck in the up position and the head section could not be lowered manually, electrically, or with CPR. He said that it appeared the drive had overrun the up limit, damaging the drive and head limit switch. Root cause was the clip engagement separated from the torque cage and folded outwards, causing the lift nut to spin and tearing the head limit switch assy. This allowed the head drive to push the torque cage and jam against the thrust bracket weldment. The technician replaced the damaged parts on the drive and the head limit switch to repair this bed.

Event description:
Info received indicates a pt was trying to lower the head section and could not get the head section to lower. The head section was locked in the up position.